Event description:
It was reported that oversensing was observed on the device. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-25378 as the event did not indicate a malfunction on this product, the issue is reported as 2017865-2021-27235.